Event description:
On (B) (6) 2008, the sales representative reported that during a surgery on (B) (6) 2008, the closure top starter malfunctioned. The specific malfunction was not reported. Additional information received on (B) (6) 2008 from the marketing department, it was reported that when they spoke with the sales representative, the instrument was not holding the closure tops during a kit inspection.

Manufacturer narrative:
Product is an instrument and is not implantable. Requests have been made for the return of the product. Request has been made to obtain the product. Evaluation is pending upon the return of the product.